Event description:
Dr performed a breast lumpectomy in 2004 using the visica device for cryo-assisted localization. When seen for acute surgical follow up in about a week, no complications were reported. The pt underwent a re-excision in 6 days later and was seen on 5th day with no infection reported. In about 2 weeks later, the pt began keflex (500 mg, qid) for an infection. This medication was stopped 3rd day. Eight days later, the pt resumed the keflex. It was reported that the entire duration of treatment was for 10 days. The pt's radiation treatment was completed 2 months later. The pt was reported as alive with the infection resolved when sanarus received the infection report 4 mos later.